Manufacturer narrative:
Ortho performed retain testing, batch record review, complaint review by lot, donor history and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
A customer complained after a patient sample failed to react with e(rh3) and s(mns3) positive cell 2 of 0.8% selectogen. Date of event: (B)(6) 2020. Reported on: 04 november 2020. The customer originally tested this patient for antibody screening using 0.8% selectogen and ortho mts anti-igg grouping card in manual gel method (ortho workstation ID-mts) and obtained a negative reaction with cell 2 of the red cell reagent. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported event.